Manufacturer narrative:
Additional information/correction : the number of devices received for evaluation is being corrected from twenty-eight (28) to twenty-five (25). Twenty-five single use devices were received for evaluation. Visual inspection of twenty-two of the samples revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the twenty-two returned devices. The devices were found to be conforming product. Visual inspection of the twenty-third sample revealed crystallized drug residue at the blue winged luer cap, indicating that a leak had occurred. No signs of a crack or damage were found on the blue winged luer or the white distal luer. A functional leak test was performed by filling the device with water. After filling, no signs of a leak were observed from the device. The reported condition was not verified. Visual inspection of the twenty-fourth sample did not identify any abnormalities that could have contributed to the reported condition. After the fillport cap was removed, a leak/backflow was observed from the fillport. Further inspection revealed that the cause of the leak/backflow was due to a glass fragment approximately 0.25 square mm in size, lodged under the device¿s checkband. The reported condition was verified. The most likely cause of the glass becoming lodged under the checkband is user filling technique. Glass ampules used for filling the device without a filter can result in this type of event. Per the instructions for use provided with this device, it is recommended that a filter be used during filling. Visual inspection of the twenty-fifth sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot numbers # 18f021, 18g035, 18j012, 18k011, 18k022, 18m006, 18m008, 18m009, and an unknown lot number. Twenty-eight single use devices were received for evaluation. Visual inspection of twenty-five of the samples revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the nineteen returned devices. The devices were found to be conforming product. Visual inspection of the twenty-sixth sample revealed crystallized drug residue at the blue winged luer cap, indicating that a leak had occurred. No signs of a crack or damage were found on the blue winged luer or the white distal luer. A functional leak test was performed by filling the device with water. After filling, no signs of a leak were observed from the device. The reported condition was not verified. Visual inspection of the twenty-seventh sample did not identify any abnormalities that could have contributed to the reported condition. After the fillport cap was removed, a leak/backflow was observed from the fillport. Further inspection revealed that the cause of the leak/backflow was due to a glass fragment approximately 0.25 square mm in size, lodged under the device¿s check band. The reported condition was verified. The most likely cause of the glass becoming lodged under the check band is user filling technique. Glass ampules used for filling the device without a filter can result in this type of event. Per the instructions for use provided with this device, it is recommended that a filter be used during filling. Visual inspection of the twenty-eighth sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted for all reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 40 </noe> malfunction events. It was reported that forty small volume folfusors leaked. Nineteen of the devices leaked from the fill port, thirteen of the devices leaked from the blue winged luer cap, one of the devices leaked from the flow restrictor, one of the devices leaked due to becoming disconnected from the patient, and six of the devices leaked from an unspecified location. Of the forty events, six involved a patient with no patient consequences, and thirty-four events did not involve a patient. No additional information is available.